Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR number:1225714-2014-02341 and 1225714-2014-02342.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2004 and subsequently expired after the use of the product.